Event description:
It was reported that this artificial urinary sphincter (aus) presented incomplete coaptation of artificial urethral sphincter cuff. The aus was explanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Balloon passed visual inspection and leak testing. Balloon failed functional testing with an output pressure reading below specification. Based on the information available and analysis results, the balloon had output pressure below specification during the functional test performed and the analysis of the available information.

Event description:
It was reported that this artificial urinary sphincter (aus) presented incomplete coaptation of artificial urethral sphincter cuff. The aus was explanted. There were no patient complications reported.